Manufacturer narrative:
Patient's information requested and all available information is included. Event logs have been requested for review, but have not been received to date. A follow up report will be submitted if further information is obtained.

Event description:
Customer reported the patient received an over infusion or morphine via the pca pump. The entire syringe (28mls) was found empty, patient received 28mg of morphine in 8-10 minutes. Pump settings showed 29mg/dose instead of 1mg/dose. As a result of the event, the patient was transferred to the ICU for increased observation. Although requested, no additional information has been provided.